Manufacturer narrative:
Initial reporter address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Medical device expiration date: unknown. Device manufacture date: unknown. There is no 510(k) for this device as it is eua. Eua(B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd veritor¿ at-home covid-19 test customer received negative results and a different brand provided a positive test. Confirmatory testing was performed using another brand of test. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that the customer received a negative result via the scawell app and received positive results (not sure of other brand, no contact info to inquire further) from another test. Discrepant results. Product (reference) # / lot # (on outside of box by the qr code): 256094 / lot # unknown. Problem description: ¿negative results for whole family, as soon as we took ihealth test, and other brands, all positive. Tried multiple times, sadly bought 10 sets which are not returnable... ¿

Event description:
It was reported while using bd veritor¿ at-home covid-19 test customer received negative results and a different brand provided a positive test. Confirmatory testing was performed using another brand of test. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that the customer received a negative result via the scawell app and received positive results (not sure of other brand, no contact info to inquire further) from another test. Discrepant results. ¿ product (reference) # / lot # (on outside of box by the qr code): 256094 / lot # unknown ¿ problem description: ¿negative results for whole family , as soon as we took ihealth test, and other brands, all positive. Tried multiple times, sadly bought 10 sets which are not returnable... ¿

Manufacturer narrative:
H.6. Investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿discrepant results¿ using the bd veritor at home covid-19 tests (material # 256094), batch number unknown. Customer received a negative result via the scanwell app and received positive results (not sure of other brand) from another test. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.